Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is:01/01/2017.

Event description:
A consumer reported that after cataract surgery with an intraocular lens (iol) implant, he had a yag procedure to remove "post cataract clouds" and immediately after the procedure. His near and distance vision is "4/10" with ghosting and double vision. Additional information was provided by the surgeon, who reported that the patient continues to experience ghosting.

Manufacturer narrative:
Evaluation summary: the customer indicated the use of an unspecified cartridge and an unspecified handpiece. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge/handpiece combination used. The product investigation could not identify a root cause. (B)(4).